Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed rash with blisters under the rear therapy electrodes. The patient's nurse applied a lotion to the area. Follow-up indicated that the irritation improved.